Event description:
It was reported that the glans of the patient with this inflatable penile prosthesis was floppy when the device was fully inflated, leading to patient dissatisfaction. The physician possible incomplete dilation or undersized cylinders. The pump and cylinders were explanted and replaced; the chronic reservoir remains in use. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported event could not be confirmed. Based on the analysis results, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation as incorrect size of the device may have caused the reported event.